Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
(B)(6) states that his joystick is shot and he couldn't fly home today because his chair was down. (B)(6) states he is at a hotel and the chair is not functioning. It stopped at the airport and about 20 minutes later it came back on.